Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to gallbladder to treat stones during a cholecystolithiasis procedure performed on (B)(6) 2024. During the procedure, difficulties were encountered while deploying the stent. The stent eventually deployed; however, it was in an incorrect location. The stent was then removed with a foreign body forceps and another axios stent was used to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed for stone treatment. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat stones.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to gallbladder to treat stones during a cholecystolithiasis procedure performed on (B)(6) 2024. During the procedure, difficulties were encountered while deploying the stent. The stent eventually deployed; however, it was in an incorrect location. The stent was then removed with a foreign body forceps and another axios stent was used to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed for stone treatment. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat stones.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. No damages were noted with the delivery system. The reported event of stent difficult to deploy and stent positioning issue cannot be confirmed as these events occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for stone treatment. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with = 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be implanted to treat stones. Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling.